Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The patient had a routine 45-day follow up and a thrombus was noted on the top of the device. The patient was on dual antiplatelet therapy (dapt) following the procedure. The patient is now on direct oral anticoagulants (doac). No other interventions are planned.

Manufacturer narrative:
B3: the event date was approximated to 04/06/2026 as the actual date was not known.